Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad and a display screen issue. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the keypad was observed to be torn. The keypad cover was removed and evidence of contamination was found under all contacts and the keypad flex was found to be peeling. The keypad buttons had been responsive during testing. The pump powered on with a dim and discolored display screen. A test screen was installed and displayed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.